Event description:
Allegedly the device prompted connect electrodes during a pt use. No additional info concenring the alleged failure was reported. It was stated that defibrillator energy was delivered to the pt. The facility was unable to provide any additional info concerning the report. Pt outcome was not reported.